Event description:
It was reported that on: (B)(6) 2014: the patient with kyphosis underwent posterior fusion combined with spinal osteotomy from the to iliac using the medical devices (spinal rod, etc.) Three rods were installed to the 2 upper/lower vertebrae where spinal osteotomy was performed. (B)(6) 2015: two spinal rods were found broken around the l5. Revision surgery scheduled on (B)(6) 2015. (B)(6) 2015: as for the breakage of 3 spinal rods, extension of the fixed site for these 3 spinal rods was performed; interbody fusion from l4 to sacrum was also performed due to non-union.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.